Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) with a voltage of 2.65 and charge times of 19.2 seconds. No adverse patient effects were reported.

Manufacturer narrative:
The patient was given their device and it will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.